Event description:
It was reported that a spectrum pump alarmed upstream occlusion. It was also reported that there was no pr involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of upstream occlusion alarms through the history log, but could not reproduce it during eval. Eval was unable to determine a cause based on physical inspection of the device. The device was reworked and calibrated to ensure continued accurate occlusion detection.